Event description:
It was reported that the patient underwent back surgery in (B)(6) 2011. The patient experienced drainage in the spinal column following the surgery. After the surgery the patient experienced a loss of stimulation sensation and therapeutic effect. Impedances were slightly elevated, but not out of range. It was noted that the patient would have x-rays taken. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Accessory model 37752, serial # (B)(4), lead model 39565-30, serial # (B)(4), implanted: (B)(6) 2008, explanted: na; programmer model 37742, serial # (B)(4); extension model 3708140, serial # (B)(4), implanted: (B)(6) 2008, explanted: na; extension model 3708140, serial # (B)(4), implanted: (B)(6) 2008, explanted: na.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported x-rays did not show any obvious system issues. The patient was unable to feel stimulation despite reprogramming. It was noted that another surgical intervention had been performed as a follow up to previous spinal surgeries, all which were related to the spinal surgery performed in (B)(6) 2011 as the patient was still having some issues from those procedures. The neurostimulation system was left as is and the patient was to follow up with the implanting neurosurgeon.

Event description:
Additional information from the patient's health care provider (hcp) showed the cause of the event was epidural abscess. The device system was explanted. No explant date or details of the surgery were reported. The patient suffered from "thoracic band pain." It was stated the patient had another revision surgery in (B)(6) 2011, after which the patient developed an infection. The patient went to the hcp for wound exploration and awoke paraplegic. The patient was transferred to another hospital where emergency surgery was performed, but "too late." The patient outcome was reported as "paraplegic," and "serious injury/illness - ongoing."

Event description:
Additional information received reported the physician contacted regarding this event had not seen the patient since 2008.

Manufacturer narrative:
(B)(4).

Event description:
It was further clarified/stated that after the back surgery, the device quit working. It was noted that the leads were not removed as there was too much scar tissue. The patient stated the back surgery done the fall of 2011 was a re-fusion as the fusion at l1 and l2 had come apart. It was thought that the lead had come loose in the upper part of the back. When they went to clean the infection previously reported, they were going to pull muscle flaps and that's when they removed the stimulator. The patient had called wanting to donate products. Of note, the impedance reading that was considered high was reported on (B)(6) 2011 as 13,000 ohms. Multiple/duplicate events found. See MFR 3004209178-2012-04664, 3004209178-2012-00979 for these duplicate reports.